Event description:
Related manufacturer reference number: 2017865-2022-14863. It was reported that the patient presented to the hospital for a generator change on (B)(6) 2022. During examination of leads, it was noted that there was noise on the right ventricular (rv) lead and right atrial (ra) lead which was reproduced in clinic. The physician performed lead revision procedure where the rv and ra leads were explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found multiple external insulation abrasions consistent with friction to the device can breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event was isolated to the abrasions breaching the outer insulation and exposing the outer coil.